Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of cylinder aneurysm was confirmed through analysis as the cylinder was identified to have a bulge when inflated. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified a hole in the outer tube attributed from wear with avulsion at fold in the cylinder body. Functional testing identified a bulge in the cylinder body when inflated with saline, there were no leaks identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the cylinder being swollen (aneurysm) on the left side two weeks prior to the revision procedure. The physician believes the swelling comes from overuse. The patient got better following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the cylinder being swollen on the left side two weeks prior to the revision procedure. The physician believes the swelling comes from overuse. The patient got better following the procedure.